Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of three complaint reported for this issue. There have been no add'l complaints reported against the finish goods lot numbers 1499388h, 1502275h or 1504862h and the device history record (DHR) shows that the products were released per specifications. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. The root cause of the customer's complaint is not known; it is not known when the damage occurred. (B)(4).

Event description:
A customer reported that the fms (fluidics management system) had kinks in the tubing upon removal from the pak. The kinked tubing was used throughout the case successfully. There wa sno harm to the patient reported.